Manufacturer narrative:
A review of the device history records indicate devices were manufactured and accepted into final with no reported discrepancies. The complaint history review indicates there have been no other events for the lot referenced. Visual inspection: the device was returned in used condition. Visual inspection confirmed that the green santoprene handle was degraded and damaged. Oil and/or grease residue was not apparent. Conclusion: the event was confirmed; the device handle was degraded. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. This event was determined to be under the scope of a CAPA. Chemical and cytotoxicity tests showed the degraded santoprene is non-toxic. The ability to clean and sterilize the degraded instruments has not been compromised.

Event description:
Products being returned are releasing blue residue. Need replacements.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Products being returned are releasing blue residue. Need replacements.